Event description:
It was reported that the physician was not able to interrogate a vns pt's device with his programming system. The physician used another physician's programming system and the pt's device was successfully interrogated with no problems. No troubleshooting was performed to isolate the problematic device as the hand held, cords, or the programming wand. The physician was sent a new programming system to replace the non-working device. Good faith attempts to obtain the non-working programming system have been made, but have been unsuccessful to date.